Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor sometimes would be a green color. The surgeon monitor cable was replaced and resolved the issue. The surgeon monitor was also replaced. The system then passed the system checkout and was found to be fully functional. The surgeon monitor cable was returned to the manufacturer for analysis. Analysis found there were opens in the cable. Analysis found that the reported event was related to a electrical issue. The surgeon monitor was returned to the manufacturer for analysis. The surgeon monitor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the surgeon monitor appeared green. This issue was noted outside of a procedure, and there was no patient involvement.